Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, intermittent capture and r-wave amplitude variation. And via x-ray cardiac perforation was confirmed, on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: to missing d6b explant date.